Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The original reported event, leaking, was confirmed. During the inspection a substance was found near the bottom of the blade mount assembly. A sample was taken, but there was no further evidence of leaking. No component failure was found, and no other symptom failures were identified. Leaking is likely due to a user issue and not as a result of a product failure. The presence of a substance on or being emitted from the handpiece can be caused or contributed to by fluid inside of the device. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
It was reported that the system 7 v-notch sagittal saw was leaking an unknown substance during testing or setup prior to the procedure. The procedure was completed using a backup device and without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.